Event description:
Following a ptca procedure, an angio-seal device was deployed and hemostasis was achieved. However eight (8) hours later, as the pt was ambulating, light bleeding was noted from the puncture site. Manual pressure was applied (length of time unk), and hemostasis was again achieved. The pt was noted to have good pulses following the event. The pt was released with no sequelae.